Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog #is unknown but referred to as cook celect platinum filter. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: after a 4 hour retrieval attempt, the celect platinum filter ended up being left inside the patient. The filter was originally placed in the inferior vena cava (ivc), but is now sitting in the superior vena cava (svc), possibly the innominate (somewhere above the heart) with a few of the legs bent in various directions. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after a 4-hour retrieval attempt, the filter ended up being left inside the patient. The filter was originally placed in the ivc, but is now sitting in the svc, possibly the innominate (somewhere above the heart) with a few of the legs bent in various directions. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the very limited information it is unknown what caused the retrieval difficulty. Despite attempts to gather information nothing was provided regarding the device used for the retrieval procedure or if a second filter retrieval attempt/surgery was scheduled to retrieve the filter from the svc. Without any information regarding filter dwell time, retrieval device, and the filter position before the retrieval attempt it would be inappropriate to speculate in the cause of the event. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.